Manufacturer narrative:
Product event summary: analysis confirmed the reported rf (radio frequency) head cable issue; the rf head cable insulation is cracked open.

Event description:
It was also reported the rf (radio frequency) head cable was cracked. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).